Event description:
A peritoneal dialysis (pd) patient reported during fill 1 the cycler had an alarm for a heater bag. During troubleshooting the patient was advised to set up with new supplies. When he opened the cassette door he found fluid had leaked. He could not locate the source of the leak. He was advised to discontinue using the cycler. He completed treatment manually. The set has not been made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.